Event description:
Additional information received reported perioperative antibiotics were administered. It was noted the patient would be seen on 2014-(B)(6).

Event description:
It was reported, the patient had presented with an infection at the lead. It was stated the patient had a significant infection and the complete deep brain stimulator (dbs) system needed to be removed. Additional information received reported the date of approximate diagnosis of the infection was 2014 (B)(6). It was stated the implantable neurostimulator (ins) and both extensions were explanted one day following initial report. It was noted, the patient did not have meningitis. It was stated, the patient had redness, swelling, and pain. It was noted, the primary location of infection was at the device pocket and catheter or lead track. It was stated a culture was obtained from the device pocket. It was stated, the type of organism that was cultured was (B)(6). It was noted IV antibiotics were used for treatment of the infection. It was noted the patient outcome was ongoing.

Manufacturer narrative:
Product ID 3387s-40, lot# va0f2fu, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0ekx6, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37092, lot# 428820001; product type accessory product ID 3387s-40, lot# va0f2fu, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va0ekx6, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), explanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported there was no alleged product issue. It was noted the entire system was explanted on the day of report. It was noted the patient had (B)(6). It was stated the patient got an infection which did not clear up with antibiotic treatment and therefore the implants were explanted. It was noted the patient status at the time of report was alive with no injury. It was noted it was unknown if a culture was taken.